Manufacturer narrative:
Result: broken timing link on the head left siderail.

Event description:
It was reported by service report that the head left siderail could not be locked in the upright position. No pt involvement or adverse consequences were reported.